Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their replacement insulin pump had a keypad anomaly. The customer stated that when she presses the act button, it was hard to press and she had to do it multiple times to get it to work. The customer also reported that they had experienced a high blood glucose level of 432 mg/dl. She treated the high blood glucose with a bolus from the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window and cracked reservoir tube lip.